Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that patient presented remotely. Upon review, it was found that the patient's right ventricular (rv) lead exhibited noise over-sensing resulting in pacing inhibition. The lead also exhibited high pacing impedance. Lead fracture was suspected. The lead was explanted and replaced. The patient was recovering.